Event description:
It was reported that the patient contacted support because their blood glucose levels had been in the 200s for most of the day. The patient believed that scar tissue might be causing absorption issues at their infusion site. Review of available reports did not indicate any device malfunction, and no alarms were present to explain the elevated glucose levels. The patient had changed their infusion set the previous day and planned to try a new site. The patient was provided with the infusion set user guide for guidance on alternate site placement, and steel infusion sets were arranged to be sent for the patient to try, as they were believed to potentially offer improved results. The patient¿s blood glucose levels were affected, reaching a high of 210 mg/dl and remaining outside the 70¿180 mg/dl range for approximately six hours. No back-up therapy was used, and there were no recent steroid injections. The patient did not receive professional medical intervention or any other assistance and reported experiencing a headache as the only immediate health effect. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.